Event description:
11/14/2022, company sales representative reported that an hcp had a patient who experienced migration and extrusion of molded pdo threads. 01/16/2023, our company sales representative confirmed the patient had threads removed. However, despite multiple attempts to gather information during two consecutive months, the hcp only confirmed the patient had threads removed between (B)(6) 2022 without providing further details about the date of treatment and removal. The hcp did mention the patient was doing fine. 08/03/2023, hcp provided more information about the patient's treatment. The patient had been treated on (B)(6) 2022, and a few days later complained of discomfort. On (B)(6) 2022, the patient returned to the hcp facility with threads protruding. The hcp stated some threads had to be removed. The patient is doing fine.

Event description:
11/14/2022, company sales representative reported that an hcp had a patient who experienced migration and extrusion of molded pdo threads. 01/16/2023, our company sales representative confirmed the patient had threads removed. However, despite multiple attempts to gather information during two consecutive months, the hcp only confirmed the patient had threads removed between on (B)(6) 2022 without providing further details about the date of treatment and removal. The hcp did mention the patient was doing fine.